Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6)2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-sep-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2020 patient had to have system taken out as this was done wrong. Pt states rep assisted with this. Pt states after 6 months of not functioning and patient went to a different dr who found out wrong position and put new one in. Pt states the year was 2020 and the date was unknown. Pss documented call. Pt states this all started from very beginning (B)(6) 2020. Pt states they kept telling hcp and reps it wasn't working. Pt states after 6 months on their own the new hcp did x-ray of spine and saw the leads were not even close to the spine so had to take everything out and start over again. Pt was not sure whether they moved the ins however the leads were definitely moved she states. Additional information received from the manufacturer representative reported that the surgeon replaced the percutaneous leads with a surgical paddle lead. The cause of the device not functioning and leads not close to the spine was unknown and it was unknown if the issue was resolved.